Manufacturer narrative:
Examination of the returned devices finds third party particulate wear obvious on the articulating surface of the returned liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Patient x-rays and medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of hip tep left side because of aseptic inflammatory pseudotumor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.